Manufacturer narrative:
The hp's family received baxter's urgent device correction letter dated 11/2/2004 regarding reports of patients receiving a shock when using the homechoice devices. The letter states "while the likelihood of this type of event occurring is remote, it does present a potential risk to health due to shock. If you experience any difficulty turning your device on or off or, if you notice that the power switch is loose, please immediately unplug the unit and contact baxter global technical service (bgts) for immediate assistance." See attached letter for additional details.

Event description:
The healthcare professional (hcp) of the home patient (hp) reported an electric shock when she turned on the homechoice cycler. The hcp relates that when she used the device at the dialysis ctr, she remembers getting an electric shock when she turned the device on; however, she was not concerned about it at the time and gave the device to the hp. The hcp received baxter's letter regarding the possibility of electrical shock. The letter advised the customer to contact baxter if further assistance is necessary, which the hcp did. The device was subsequently replaced. There was no resulting injury or medical intervention.